Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. The length of the membranous septum was approximately 4 mm and patient had no history of blocks. There was no clustered calcification was confirmed from the annulus to the sub-valvular to left ventricular outflow tract (lvot). The valve was successfully implanted at a depth of 5mm on the non coronary cusp (ncc) and 4mm on the left coronary cusp (lcc). On (B)(6) 2025, a pacemaker was implanted and the hospitalization period has been extended for follow-up monitoring of the patient¿s heart rate. The physician mentioned the need for pacemaker implantation was not due to a product-related issue, but rather dependent on the patient's anatomy. It was likely that pacemaker implantation would have been necessary even with devices other than navitor valve. The patient was reported stable.

Event description:
N/a

Manufacturer narrative:
An event of placement of permanent pacemaker due to arrhythmia was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported arrhythmia could not be conclusively determined. The reported hospitalization and surgical intervention were results of case-specific circumstances as permanent pacemaker was implanted. There is no indication of a product quality issue with respect to manufacture, design, or labeling.